Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 3 p.m. The patient claimed that he obtained a blood glucose result of '300 mg/dl' with the subject meter and within 30 minutes obtained a blood glucose result of '71 mg/dl' with another onetouch meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing his diabetes with insulin (self adjusting) and denied making any changes to his normal diabetes management due to the alleged issue starting. The patient claimed that he became 'shaky' one hour after the alleged issue began. The patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample sit. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of acute hypoglycemia as a result of the alleged issue. In addition, the two results being compared exceed lfs's criteria for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.